Event description:
It was reported that a y-type blood/soln set leaked. The event was further described as; during the second infusion with blood a leak was observed at the point of connection where the tubing meets the drip chamber. This was identified by the nurse when they went to run their final flush. It was stated that the tubing was removed and a new tubing opened to complete the final flush.there was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h3, h4, h6 and h10. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed using the naked eye which revealed a leak between the blood filter chamber and the tubing. The reported condition was verified. The cause of the condition could not be determined. Due to the nature of the returned sample, no additional testing could be performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.